Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The report of the device not powering up was verified to depleted batteries with different install date codes. The AED plus operator's guide states when replacing batteries to remove all batteries from the battery compartment and discard before installing any new batteries. Insert 10 new batteries into the battery well. Do not use old batteries. Press the button in the battery well only after installation of new batteries. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.